Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per the reporter, four different attempts were made to place a bravo ph capsule on the same patient during the same endoscopy session. The first capsule was deployed but was found in the stomach upon endoscopic verification and removed via roth net. The second capsule remained attached to the introducer after attempted deployment. The third capsule was deployed but was found in the esophagus (not attached) upon endoscopic verification. The capsule was removed with a snare. The fourth capsule was deployed but was found near the upper esophageal sphincter upon endoscopic verification. The capsule was moved to the stomach were it was left to pass normally. Once the fourth capsule is passed and returned to the office, all four devices will be returned to the manufacturer for investigation. It should be noted that this patient had endoscopic evidence of barrett¿s esophagus and a small hiatal hernia per the report.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was not received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.